Manufacturer narrative:
The thunderbeat hand-piece was returned to olympus for eval. The teflon pad was found damaged, lifted, and partially detached from the grasping section. The device was tested using an esg-400/usg-400 generators and the device passed the probe check. The returned thunderbeat hand-piece will be forwarded to the original equipment MFR for further investigation. If add'l info becomes available later, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the thunderbeat hand-piece failed in which the teflon pad came off from the jaws. The procedure was completed using a different hand-piece. There was no pt injury reported.